Manufacturer narrative:
Batch review performed on 08 october 2020: lot 180012: (B)(4) items manufactured and released on 08-jun-2018. Expiration date: 2023-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 02 april 2020: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 189645: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The liner involved is not marketed in the USA.

Event description:
Revision surgery performed, 1 year and 5 months after primary surgery, due to pain. The stem was not osseointegrated. No infection found.